Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported that after drawing fluid into the injection in the surgery room a lint was found. To aid in the investigation, four photos were provided for evaluation by our quality team. Three of the photos show a syringe with a solution and a foreign matter. The fourth photo shows a packaging blister from eylea-bayer. There is no filter needle assembly shown in any of the photos. It is unknown how the foreign matter got into the syringe and it could be possible the foreign matter was already in the syringe before being used. The needle assembly has a filter. A device history record review was completed for provided material number 305211, lot number 9091723. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. A trend analysis was completed and this is the first complaint with this symptom for this product and lot number from any customer. This is also the first complaint for this symptom for this product from this customer during the last twelve months. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed for the syringe with foreign matter, but not for the filter needle assembly. With no actual sample the type of foreign matter can not be confirmed or the potential source. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. *defect rate / batch size information is needed from the plant* .

Event description:
It was reported that the bd blunt fill needle with filter experienced foreign matter in device cannula. The following information was provided by the initial reporter: after drawing fluid into the injection in the surgery room a lint was found.